Manufacturer narrative:
(B)(6). The lot was manufactured between june 30, 2017 ¿ july 12, 2017. The actual device was not available; however, a photograph of the sample was provided for evaluation. The sample photograph showed evidence of liquid located inside the device house. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking. Approximately 2-5ml of solution was discovered inside the housing of the infusor toward the end of patient infusion. The device was filled with 13500mg piperacillin/tazobactam in 0.9% sodium chloride. There was no patient injury or medical intervention associated with this event. No additional information is available.